Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Pt reported that their ins is "upside down and backwards and I really have to jab it in to get it to charge" and says its been that way since the beginning. Pt also said they know they will have to get a replacement ins in the future and wanted hcp listings.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient reporting the reason for call was patient reported that their healthcare provider put the device in upside down and backwards and it makes it difficult to charge, control, and program for the last 8 years. Additional information was received from the patient. When asked if the implant replacement had a set date or was in sometime in the near future, the patient replied in the future. It was reported that the cause of the device being implanted upside down and backwards was due to the doctor being incompetent. The device is still placed incorrectly. They stated that maybe the replacement would be inserted correctly.